Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable events deformed outer tube, the charged coupled device (r-unit) had a kink were traced to component failure. However, a definitive root cause for the event laser light cable (llk) plug of the video cable section contained foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope showed a deformed outer tube, the charged coupled device (r-unit) had a kink, preventing disassembly and reassembly. Additionally, the laser light cable (llk) plug of the video cable section contained foreign material. There was no patient involvement.